Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: after the case, they managed to open the jaw again by pressing the closing trigger and then reverse switch to return the knife.

Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, the device with a blue cartridge was used to transect the tail of the pancreas. After three strokes of firing, the surgeon was going to return the knife and open the jaw by the fourth stroke, however; he found that the knife was stuck at around 1.5 cm to the proximal end. He tried to use the reverse switch and pressed the firing trigger but failed; the jaw could not be opened. The surgeon then clipped the tissue around the jaw and cut it with a pair of scissors. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n5585v. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.